Event description:
International customer reported that the surface of the suture was not smooth and therefore, the surgical knot could not be slipped down to the appropriate position. The aortic and pulmonary vessels could not be adequately approximated resulting in an anastomotic gap. The pt bled and subsequently expired during surgery.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot xbr423, mfg date: 02/01/2006, exp: 1/31/2011; lot xgb787, mfg date: 06/01/2006, exp: 1/31/2011. Conclusion: user error contributed to the event. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. Should additional info be obtained a supplemental 3500a form will be submitted accordingly.